Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an elevated capture threshold and elevated impedance were observed on the right ventricular (rv) lead. There was also an increase in the rv pulse amplitude. Diagnostic imaging was performed and revealed no signs of damage. No intervention was performed. The patient was stable and will continue to be monitored.